Manufacturer narrative:
Device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the tr band would not stay inflated. Another tr band was opened and performed appropriately. The procedure outcome was successful. The patient was reported to be in good condition. The procedure was a radial diagnostic right and left heart catheterization.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Event description:
Additional information was received on may 4, 2018. The vein which was accessed was the radial. Hemostasis was achieved with the second tr band. Estimated blood loss was less than 250cc. A 6fr glidesheath slender was used during the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One used tr band regular assembly was received for product evaluation. The tr band assembly and the tr band inflator were both returned. Initial visual inspection of the returned products revealed an anomaly on the seal between the large and small balloon assembly. Microscopic visual analysis showed a tear measuring 3.89 mm. As a tear was evident, further functional testing involving leak testing was not completed. The complaint can be confirmed for device leaks air. A tear was found between the large and small balloon assembly, which would have resulted in the device not being able to stay inflated. The images of the tear were reviewed and it was concluded that the tear was not manufacturing related. The serrated edge was indicative that the device was torn, and clean tears would result if a bad weld were present. Furthermore, the device is 100% visually inspected at this weld and leak tested per manufacturing procedures before being packaged. Therefore, this issue is likely not manufacturing related. The cause of the tear remains unknown; however, it is likely due to handling of the device. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.